Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) lost pressure while being pulled to the arteriotomy causing a manual hold. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). Although, the site does pull back and lock the syringe immediately after they blow the balloon up and lock stopcock at the very beginning of the closure. The balloon did not lose pressure during prep. The balloon lost pressure while inside of the patient. The balloon lost pressure after being pulled to the arteriotomy. As the balloon was being pulled back, once it hit the arteriotomy the indicator on the back of the handle showed only black white and it had lost inflation and pulled through the 6f non-cordis sheath resulting in a manual hold. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle. The syringe was received connected to the device, and the stopcock was found in the open position. The sealant and advancer tube remained in their manufactured positions. The balloon was received fully deflated. Furthermore, the procedural sheath was received semi-locked, blood was noted in the procedural sheath, and no damages were note on it. Per functional analysis, the handle of the device was returned to its original position to conduct the inflation/deflation test on the balloon. During this evaluation, the balloon was fully inflated, and the pressure was maintained. The balloon functioned properly, allowing inflation and deflation as indicated in accordance with the mynxgrip IFU. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis and maintained pressure. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since there was no balloon damage noted. However, prepping/handling factors are likely, especially since the user reported that the inflation indicator only partially descended during pullback. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy/venotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the product analysis, nor the information available for review suggest that the reported failure is be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) lost pressure while being pulled to the arteriotomy causing a manual hold. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The mynx vcd was prepped according to IFU instructions. Although the site does pull back and lock the syringe immediately after they blow the balloon up and lock stopcock, at the very beginning of the closure. The balloon did not lose pressure during prep. The balloon lost pressure while inside of the patient. The balloon lost pressure after being pulled to the arteriotomy. As the balloon was being pulled back once it hit the arteriotomy the indicator on the back of the handle showed only black white and it had lost inflation and pulled through the 6f non-cordis sheath resulting in a manual hold. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.